Manufacturer narrative:
The returned controller ((B)(4)) passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. The most probable root cause of the reported event cannot be conclusively determined since the device operated per specifications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) instructs the patient to replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that a male patient had a faded led display on one side of the controller. The controller was returned to the manufacturer for evaluation.